Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopic appendectomy procedure. It was reported that the stapler felt "funny" as the surgeon was firing across the mesoappendix. The surgeon pulled the firing lever and the tissue split open and fell away before surgeon released the button to open the stapler jaws. It was reported that the staples did not form properly and significant bleeding occurred. The surgeon then successfully used a blue cartridge on the base of the appendix to complete the case. The operating room time was extended by ten minutes.